Event description:
During anastomosis on "really thick tissue", cs29 staples did not form properly when firing to connect distal sigmoid to proximal rectum, thus causing a leak with an incomplete anastomosis. Could visibly see that 2 to 3 staples had not formed. Repaired with suture.